Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant a lead perforation occurred while placing the lead. The perforation was verified by echocardiogram. Pericardiocentesis was performed. The lead remains implanted.